Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that particles are trapped under the sterile packaging of the bipolar cord & tubing sets. They never even made it inside the operative room. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
DHR review: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the cord and tube set was returned to an integra site for evaluation. A visual inspection showed particles in the unopened sterile bag. Therefore, the complaint is confirmed. The likely root causes are incorrect sealing parameters, incorrect sealing tool, or machine malfunction.